Event description:
Procedure: wedge resection.according to the reporter:at the first firing with use of (B)(4), it stopped in the middle. Later pushing the blue button, it would not advance to continue the firing. By pressing the silver button, the knife was returned back. The surgeon states the tissue was not too thick for the normal operations. No bleeding from the staple line and others was confirmed. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used.(B)(4).

Manufacturer narrative:
(B)(4).